Manufacturer narrative:
(B)(4).

Event description:
The consumer reported shocking and having headaches which she thought might be migraines but was not sure since having the spinal cord stimulator (scs) implanted. It was noted the patient spoke to the manufacturer's representative (rep) who suggested turning the stimulation off to see if the headaches subsided. The headaches did subside. Then the patient turned the stimulation back on and the headache returned. Now, the patient had the stimulation off again. The patient also stated that she did not like the feel of the st imulationsensation so they gave her high definition programming, but every so often if she moved a certain way, she felt a zap and the rep told her this was normal because of the way the spine was moving. The patient had muscle spasms from her mid shoulder blades down to the lower back and sometimes it would radiate to the legs and foot. When she asked the rep, he said the scs was only covering the lower part of the back and legs. Sometimes, the patient felt it in her back and butt area and would only feel it on the left side and never felt anything on the right side, which she was concerned about because she would like coverage on the right side, because when she had back spasms they were all over her back. When the patient met with the rep, she said her back was so stressed out they pretty much gave up and the patient was so tired and agitated with it she said it was fine and they would leave it alone. But now, the patient could not leave it alone because she wanted coverage on the right side and would like more coverage higher up on her back. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they had been taking medication for their headaches. They were still having muscle spasms from their mid back to lower lumbar. They were still not getting coverage on their right side. They had no stimulation on the left back, only on the left thigh.